Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a usb port on a charging station, while tandem technical support informed them about not using third-party charging supplies and arranged to send a replacement tandem wall adapter via two-day shipping. Pump began charging, and no further assistance was required.